Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation.

Event description:
It was reported that a revision surgery was performed due to dislocation.